Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID #: 9735521. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having issues with their navigation system and electromagnetic emitter. It was known that this had happened twice, but the emitter would show up red in the emitter details and would say default. The site would then re-boot the system and the issue would be resolved. It is unknown if there was a delay in the procedure, but there was no impact on patient outcome.

Manufacturer narrative:
Additional information: provided with lot number. Other relevant device(s) are: product ID: 9735521, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having issues with their navigation system and electromagnetic emitter. It was known that this had happened twice, but the emitter would show up red in the emitter details and would say default. The site would then re-boot the system and the issue would be resolved. It is unknown if there was a delay in the procedure, but there was no impact on patient outcome. 2019-dec-06 additional information received: per the clinical specialist it was known that this complaint was found during set-up and no patient present. Once they rebooted the system, it was fine and no impact to any cases. I was on site yesterday and could not recreate the issue and they had a case with no issues. 2019-dec-06. New information: there was no delay to the case. No patient information provided because this was found before a patient entered the room upon set-up of the equipment. Surgeon/initial reporter was provided.